Event description:
Information received by medtronic indicated that the customer reported the insulin pump did not rewind all the way. Troubleshooting was performed and found that the customer was unable to exit the load reservoir process/preparing to prime loop. No harm requiring medical intervention was reported. The customer discontinued the use of the device. The product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to pump error 38 occurring testing. Unit failed to pass the self test due to partial display. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 38 occurred on 05/22/2023 09:00 in history files. Pump error 43 occurred on 04/24/22023 23:47 on event date in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor assemblies, and force sensor. Unable to perform motor test due to moisture damage on motor assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, fading serial label, corroded home switch. Prime/fill anomaly and rewind anomaly is confirmed due to pump error 38 occurring during testing. Pump error 38 and pump error 41 is confirmed due to moisture damage on the motor assemblies. Partial display is confirmed due to moisture damage on lcd flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.